Event description:
It was reported the pt had a "blood infection" that was resolved. Since then, the ipg site has been vibrating in the stomach and not in the back. The pt experienced a burning sensation in the packet regardless of the device being turned on or off. When the amplitude was increased, the device appeared to be "vibrating/pulsating" in the pocket. The pt was admitted to the hospital due to pain, burning, and visible muscle fasciculations at the left upper abdominal quadrant pocket site. Impedances were measured and found to be within normal ranges. Attempts to reprogram the device were unsuccessful to alleviate any of the symptoms. Infection related to the device was ruled out by the hcp. In 2008, the device was moved to the right upper abdominal quadrant and two new extensions were also placed. No further outcome was reported. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.